Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set had a leak on the tubing. This was noticed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. Visual inspection with naked eye noted a hole in the silicone tubing. A fold/crease around the hole was observed on the tubing. Functional testing including leak , clear passage, clamp function, and integrity testing were performed; leak testing revealed a leak due to the hole in the tubing. The reported condition was verified. The cause of the condition is a hole in the tubing. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.